Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type catheter. (B)(4).

Event description:
During implant, the physician could not advance the catheter through the touhy needle after clearly being in the intrathecal space with good csf (cerebrospinal fluid) flow. A new catheter was opened; they did another puncture to intrathecal space; and completed system implant without any further complications. The patient status was reported as ¿alive-no injury¿.